Event description:
It was reported that the tip of the screwdriver broke off and remained inside the screw.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The unit was visually inspected and the tip of the unit is fractured exactly at the most distal laser marking line. The tip of the unit was not returned. There are no signs of twisting of the drill tip, only a clean break. Based on the unit's evaluation, potential root causes could be processing/manufacturing issues or user error. Use error has been identified as a possible root cause due to a combination of excessive force used by the surgeon and the use of a 23mm screw. The further down the screw is on the driver tip, the more susceptible it becomes to breakage, thus a 23mm screw was likely used by the surgeon. If a 23mm screw was not used then it would indicate that the surgeon was not fully engaging the driver when using a larger screw size (either 28mm or 35mm). In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the screwdriver broke off and remained inside the screw.